Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, it was reported that after the tubing set was removed from the packaging prior to priming, the tubing separated from an unspecified locations of the tubing set. The customer contact reported "there was no bonding on any of the tubing components and the tubing completely fell apart." The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.